Event description:
The customer reported receiving an error message to clean and inspect the fiber at 4,751 joules into a prostate procedure. The customer reports that after attempting to clean the fiber, the laser system "shut down" with an error message to clean and inspect the fiber. The case was completed with a second fiber. The pt outcome was reported as "fine".

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report that the laser "shut down" with a "clean and inspect fiber" error message is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture of the glass cap, proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the systems fiberlife function (clean and inspect fiber) which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode with the error message to clean and inspect the fiber. Based on the analysis findings, the circumferential fracture condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem.